Event description:
The customer reported control center failures. Seven systems were in local database operation. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer. The logs were analyzed and the issue was confirmed. The analysis found that 7 systems have rebooted multiple time on (B)(6) 2025 at 02:23 am. The reboot was initiated by watchdog: pic webbridge.exe. Following the reboot, monitoring continued in local database operation. The rse manually connected the systems to the primary server. This established a permanently stable connection and addressed the issue.